Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist, a patient underwent an unsuccessful transfemoral tavr procedure for a 26mm sapien 3 ultra valve in the aortic position. During the procedure, the physician did a planned cutdown of the left common femoral artery. Heavy calcium was noted at the access site. Access was achieved and a 6fr sheath was placed. The team then placed a wire into the thoracic aorta and did a balloon angioplasty of the iliac. Iliac stents and abdominal endograft were noted with large tortuosity of the abdominal aorta. A 16fr esheath was prepped per procedure. During insertion of the sheath, the team ran into resistance at the stent struts. The physician removed the sheath and placed an 18fr dilator. Upon sheath removal, it was noted that the transition had become frayed on the sheath. The physician elected to prep a new 16fr esheath. The team placed the new sheath which had a bit of resistance advancing, but was able to insert the sheath completely. The tip of the sheath did not quite reach the top of the endograft or past the initial tortuosity. The team then prepped the 26mm sapien 3 ultra in standard fashion and advanced the system through the sheath. Upon the valve exiting the sheath, the wire appeared to have a sharp angle and it was noted that the blood pressure began to drop. The team immediately began to bring the valve back into the sheath and back into the iliac. They were able to get a pigtail from the left radial down to take a shot of the abdominal aorta and it was noted that there was a rupture of the aorta. Contralateral femoral access was not available. The vascular surgeon then elected to open the abdomen and place a clamp on the aorta. Unfortunately, the patient expired. The sheath and delivery system were removed.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. H6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaints unable to track system through anatomy and interventional device interacts with pre-existing implantable device were unable to be confirmed as neither the complaint device nor applicable imagery were provided for evaluation. Due to unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined during the evaluation. A review of lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. As reported, during insertion of the sheath, the team ran into resistance at the stent struts. The physician removed the sheath and placed an 18fr dilator. Upon sheath removal, it was noted that the transition had become frayed on the sheath. The team placed the new sheath which had a bit of resistance advancing, but was able to insert the sheath completely. The tip of the sheath did not quite reach the top of the endograft or past the initial tortuosity. The team then prepped the 26mm sapien 3 ultra in standard fashion and advanced the system through the sheath. Upon the valve exiting the sheath, the wire appeared to have a sharp angle and it was noted that the blood pressure began to drop. The team immediately began to bring the valve back into the sheath and back into the iliac. They were able to get a pigtail from the left radial down to take a shot of the abdominal aorta and it was noted that there was a rupture of the aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 ultra thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct navigation and positioning of the device prior to deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In this case, there was no allegation or indication a device malfunction contributed to the adverse event. Without the return of further procedural information or applicable imagery, there is insufficient information to determine a definitive root cause at this time. A definitive root cause is unable to be determined. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor pra is required at this time.